Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument did not cut and there was tissue trauma. The surgeon manually cut the tissue to complete the procedure. The hosp has reported no pt injury occurred.